Event description:
Additional information: it was reported that patient had experienced nausea, emesis and uncontrolled pain, visited the ER and was subsequently hospitalized on (B)(6) 2011. During her hospital stay, the nausea and emesis resolved, patient did not need intravenous fluids and the muscle spasticity was controlled with oral valium 60mg four times a day. As for pain patient was started on morphine 60mg tid, thrice the dose she was taking prior to hospitalization. Patient also complained of urinary tract infection and had a past uti history. Patient was discharged on (B)(6) 2011 and was continued to be managed on oral meds that included baclofen 10 mg tid, morphine, nitrofurantoin, methadone, robaxin, reglan, miralax and valium in addition to vitamin d3.

Event description:
It was reported that patient experienced an exacerbation of spastic paraplegia and increased pain; "decreased" spasticity due to non -delivery of drug. It was noted the catheter was occluded due to a granuloma. The event severity was reported as severe. On (B)(6) 2011, the hcp was unable to aspirate fluid; there was no free flow of csf. On (B)(6) 2011, the lumbar portion of the catheter was replaced. The patient outcome was reported as ongoing event. Drugs delivered via the system were morphine, baclofen, <(>&<)> bupivacaine.

Event description:
It was noted the patient was treated for a urinary tract infection in (B)(6) 2011; urine culture and sensitivity revealed e. Coli, which was sensitive to nitrofurantoin. The patient was then re-admitted to the hospital from (B)(6) 2011 (reported previously). The patient was in obvious distress secondary to the pain, and had visible muscle spasms; bilateral lower extremity spasticity and contractures. The patient was given an intravenous ativan drip, and symptoms were controlled with oral medication within 24 hours (reported previously). The patient was at baseline with adls (activities of daily living). The patient was without fever or leukocytosis. If the patient developed uncontrolled symptoms, the neurosurgeon would see the patient as an outpatient to evaluate the need for pump therapy. It was additionally reported that the patient was maintained with intrathecal narcotics for many years. Once the catheter granuloma occurred, the patient was unable to be managed adequately with oral medication. Pump logs from an interrogation on (B)(6) 2011 show the pump was filled with saline 1,000 mcg/ml. The decision was made to place a new spinal catheter to deliver intrathecal baclofen to try and alleviate the patient's spasticity, not the pain. During surgery on (B)(6) 2011, the catheter was cut and the spinal segment was removed. It was noted there was no significant catheter resistance, but there was no flow of csf until just before the catheter was explanted, and then only a little bit of csf came out. Using fluoroscopy, the hcp chose to place the new catheter at approximately l3 level. The needle was advanced and free flow of csf was obtained. The spinal catheter was threaded to the level of t11. The segment of explanted (old) catheter was measured and the inserted portion of new catheter was measured. The entire system volume was calculated. The catheter was secured to the fascia. Free flow of csf was noted. The pump and spinal catheter was connected using the metal connector and used 2 strain relief sleeves. A "little bit bigger" pocket was made to allow for a nice smooth coil of the catheter between the flange and the connector. The connector was secured to the fascia. The operative area was closed. The water from the pump was removed and refilled with sterile preservative-free baclofen 500 mcg/ml; it was programmed to deliver a bolus to "just clear the pump and catheter dead space." The daily dose would then be 50 mcg/day simple continuous.

Event description:
Additional information: the patient outcome was reported as resolved without sequelae as of (B)(6) 2011.

Manufacturer narrative:
Catheter model: 8703w, lot #: l41530, implanted on: (B)(6) 1997, explanted on: unk.